Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while using the librelink app, the sensor failed to start therefore, the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring treatment of 2 glucose injections provided by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from the returned sensor using approved software. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was found to be in sensor state 1 (storage state). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Another investigation was performed on the returned sensor and no abnormalities were observed. Replicated the customer's complaint using similar configurations and was able to be communicated without any issues. No issues were observed, therefore the issue is not confirmed. The freestyle librelink app complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported no message appears when scanning. Attempted to replicate the user¿s complaint using similar configurations and the user complaint could not be replicated and the system functioned as intended. This also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while using the librelink app in use with samsung galaxy a71 phone, os version android 11 and app version 2849335 the sensor failed to start therefore, the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring treatment of 2 glucose injections provided by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Another investigation was performed on the returned sensor and no abnormalities were observed. Replicated the customer's complaint using similar configurations and was able to be communicated without any issues. No issues were observed, therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while using the librelink app, the sensor failed to start therefore, the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring treatment of 2 glucose injections provided by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.